Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported his stimulation has moved from his pain pattern (left leg) to his right leg. The patient was re-trialed with pns leads in an attempt to resolve the issue; however, the re-trial was unsuccessful. Follow-up is pending.